Manufacturer narrative:
Device remains implanted in pt.

Event description:
An implant sizer was implanted into a pt. Sizer is not approved for implantation. The sizer is an instrument designed to be used for determining the proper implant size and to then be removed and replaced with an implant. No negative pt impact has been reported at this time.